Event description:
Tech alleged that the ground resistance is out of range. No pt impact.

Manufacturer narrative:
The tech found the power cord plug head is defective. The tech replaced the power cord plug head to resolve the issue.